Event description:
It was reported that a patient with small wound has been treated with allevyn gentle border lite. The dressing was used for 4 weeks and it was changed 2/3 times per week. Blisters and redness appeared under and around the edge of the dressing.